Event description:
Per the clinic, the patient was electively explanted on (B)(6) 2009, "due to concerns about peer interactions." It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction: the correct catalog number is 90305; not 90432 as previously reported. This report is filed (B)(4) 2012.